Event description:
It was reported that the patients spinal cord stimulation (scs) implantable pulse generator (ipg) was causing pain. The patient underwent an explant procedure. All explanted device components will not be returned per facility policy.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads. Upn: m365sc8336500. Model: sc-8336-50. Serial: (B)(6). Batch: 7032435.